Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that the patient underwent knee arthroplasty revision surgery due to instability. During the procedure malpositioning and metallosis were identified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: gender solutions natural-knee flex prolong polyethylene articular surface, catalog#: 00542402109, lot#: 62157429. Gender solutions n-k flex gsf sinterlock porous coated femoral component, cat#: 00541601602, lot#: 62224243. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2016-02803, 02805, 02804. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned products were performed. The returned articular surface exhibit heavy damage and wear on the surface and also there is damage to the locking tab. There was damage on the rails of the returned tibial surface. Scratches and gouges were noted on the colour buffed surface of the returned femoral component. Review of x-rays identified that there is overriding of femoral and tibial components - appear superimposed from the ap view but the lateral view x-ray does not suggest any malpositioning. As we don't know the exact time frame of the x-rays, this cannot be confirmed. Review also noted that presence of vague lucency surrounding the tibial hardware stem suggesting an assumption of developing osteoporosis. Also the metallosis could not be confirmed based on the x-rays provided and there was no sign of any noticable joint effusion, soft tissue swelling or metallic debris surrounding the joint. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.